Event description:
Reportedly, it was not possible to interrogate the device despite several attempts with different programmers. All the programming head leds (telemetry indicator) were off. An error message stating that ¿no device found (it corresponds to the end of the polling mode)¿ appeared on programmer screen several minutes after the programmer header was placed over the device. In addition, there was no response to the magnet application. The device will be explanted (the exact date is unknown).

Manufacturer narrative:
Preliminary analysis of the available data showed that the device could not be interrogated on (B)(6) 2015 despite several attempts. The root cause of this behavior could not be identified but hardware issue is suspected. The device was explanted on (B)(6) 2015 and will be returned for analysis.

Event description:
Reportedly, it was not possible to interrogate the device despite several attempts with different programmers. All the programming head leds (telemetry indicator) were off. An error message stating that no device found was displayed on programmer screen. In addition, there was no response to the magnet application. The device will be explanted (the exact date is unknown).

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, it was not possible to interrogate the device despite several attempts with different programmers. All the programming head leds (telemetry indicator) were off. An error message stating that no device found was displayed on programmer screen. In addition, there was no response to the magnet application. The device will be explanted (the exact date is unknown).